Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the zoom function was going unintentionally fast. There was pt involvement; however, no adverse consequences were reported.